Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated they changed the battery but that it did not resolve the issue. During troubleshooting, customer was asked if the device showed physical damage and customer stated it does not. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 136 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received no button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratched display window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube and broken belt clip slot. Insulin pump was unable to perform operating currents, self test, off no power, error test, basic occlusion, occlusion, prime and excessive no delivery test due to no button response.